Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker determined that the cause of the observed issue was due to the white energy capacitor wire being disconnected from pcb-mounted jack connector, designator j18. The device was archived by stryker and the customer received a replacement device.